Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
The complainant reported that while performing the impella cp implant, the staff was unable to advance repositioning sheath after placing device. The device prolapsed in the ventricle when attempting to advance repositioning sheath. The impella was removed and replaced.

Manufacturer narrative:
The investigation for the delivery issues has been completed. Product was not returned for review. The root cause of delivery issue was determined to be use related because the catheter was kinked during advancement through repositioning sheath after placement. Added- d6a/d6b.